Manufacturer narrative:
Manufacturing device history record review stated the previous service history has been reviewed and deemed unrelated to the current customer reported problem. Visual inspection found device was received in with no apparent physical damages. Functional testing found a faulty switch cam. The root cause of the issue was unable to determined. Replaced switch cam and patient valve seat(failed calibration), installed service kit 510a3041 and performed pm testing.

Event description:
It was reported that the mode dial has resistance and was not working properly. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.